Event description:
It was reported that this pacemaker eroted pocket and was found exposed. Physician explanted and replaced system. No indication on product returned. No additional adverse patient effects were reported.